Event description:
Physician had trouble deploying angioseal. When he pulled back on deployment tool, it felt like it slipped; the tool came back too far. Manual pressure held. Vascular consult and patient taken to the operating room. Device was found not to be in the artery, so no vascular repair was needed. Plug removed from tissue and incision sutured. Patient admitted and discharged on (B)(6) 2005.